Event description:
Customer called to report high results. The customer received a reading of 500 mg/dl. Customer asked to return the meter for further evaluation, and a replacement was provided. Customer invited to call 24/7.